Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker had been intermittently capturing. No changes or intervention was performed; the device will continue to be monitored. The patient was in stable condition.